Event description:
It has been reported to philips that the wireless pedal didn't connect to the wi-fi and didn't do fluoroscopy. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not connecting with the base and the wi-fi symbol stays lit up in red. Troubleshooting actions showed a problem with the wireless footswitch. The fse replaced the footswitch and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use. As per the information collected, the wi-fi (led) indicator and battery indicator were red and there was an error showing in base station (led) indicator, which indicates that there was an error in the wireless connection. The philips field service engineer (fse) inspected the system remotely and confirmed the wireless pedal didn't connect to the wi-fi and didn't do fluoroscopy, the wireless footswitch has been resolved with a software update. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Philips has attempted to obtain patient information. However, the customer has not provided the requested information. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.